Event description:
In 1991, rptr hurt her back on the job. Said she was bruised real bad, and it was going to take time. As it goes, time has't helped. Rptr had steroid injections and other things before she had her first surgery. She had her first back surgery 2/92, the second one 8/92, the third 1/94 and the fourth one 10/94. She is supposed to have #5 12/12/94, but she was in the hosp off and on between all her surgeries. The surgery for 1/94 was to fix s-1 and now 12-12, rptr has to have all of it redone because some of the instrumentation is broken, and she has nerve damage.